Event description:
It was reported that the patient experienced a pericardial effusion and atrial perforation. During a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave catheter the patient had a decent-sized pericardial effusion of the cavotricuspid isthmus (cti) line, identified at baseline before the transseptal puncture or insertion of any catheter. The procedure was continued as the patient's vitals looked fine. At the end of the procedure the effusion appeared larger when final intracardiac echocardiography (ice) imaging was done, so a pericardiocentesis was performed. A perforation at the cti line was also observed on ice. It was also noted the left atrial appendage was accidentally wired after going transseptal, as it was thought to be the left superior pulmonary vein (lspv), and this may have worsened the perforation. The procedure was completed successfully, and the patient was hospitalized afterwards. The patient was in stable condition after the procedure. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.